Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant products: 419488 lead, implanted: (B)(6) 2010; dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a post-operative transmission for implantable cardioverter defibrillator interrogation revealed there was an ongoing right ventricular lead alert, the lead displayed a high rate of non-sustained ventricular tachycardia episodes, lead noise/over-sensing was noted on the electrograms, and there was a high sensing integrity count. Re-programming was performed, the lead remains in use and no patient complications have been reported as a result of this event.